Event description:
It was reported that the patient reports pain from her implant, extending her toes. The patient alleges that she feels lightheaded has a metallic taste and does not generally feel good. The patient claims she is now having teeth and hair loss due to the device. The device was explanted on (B)(6) 2014, on patient's request.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.